Event description:
It was reported that: during evar procedure we couldn't fully insert device into sheath. We closed right side with 18fr, no complications. Then we started with left side and 14fr, we followed procedure but when attempting to click manta sheath and manta device it was not possible to insert device into sheath. We replaced manta device with another sterile one, but closure was done in surgical way in the end. Patient was reported as fine. Additional information has been requested from the account.

Manufacturer narrative:
Qn# (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201487 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds (B)(4) as specified in capa00319. Case details were reviewed. A 73-year-old male, 65kg, presented in the or for an evar procedure. Following the evar, a 14f ce manta was planned for closure in the left common femoral artery. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve. The physician attempted to advance the bypass tube multiple times but mentioned it was not possible to insert the bypass tube into the sheath hub. The first 14f ce manta device was removed and a new 14f ce manta device was opened and deployed. The patient did not experience any harm or health consequences due to this event. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds (B)(4) as specified in capa00319. The der process will continue to monitor for any similar events.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: during evar procedure we couldn't fully insert device into sheath. We closed right side with 18fr, no complications. Then we started with left side and 14fr, we followed procedure but when attempting to click manta sheath and manta device it was not possible to insert device into sheath. We replaced manta device with another sterile one, but closure was done in surgical way in the end. Patient was reported as fine. Additional information has been requested from the account.